Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is pre-amendment and does not have a 510k associated with it.

Manufacturer narrative:
(B)(6). Results - bd received photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for blood pooling at the stopper with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® barricor¿ tube had blood pooling at the stopper. A leak resulted when transported by pneumatic tube.